Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the hypotube fractured. The physician was attempting to cross a lesion with a taxus express2 2.75 x 24 mm drug eluting stent and encountered significant resistance. While attempting to force the stent across the lesion, the proximal end of the hypotube fractured outside the pt's body. The physician was unable to cross the lesion with another stent. The physician was unable to treat the target lesion. No pt injuries or complications were reported.